Manufacturer narrative:
(B)(4).

Event description:
It was reported one of the tabs broke off the sheath before it was peeled apart. The PICC rn was able to peel apart the sheath with difficulty and the PICC remained in place. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was broken into three pieces. The sheath was split along the score lines down the length of the sheath body and one of the tabs was separated from one side creating the third piece. On one side, the break appeared difficult since tab material was stretched and jagged. Microscopic examination of the separated sheath body revealed that the inside was mostly smooth. There was a blue stain on one side of the tab and a white raised, uneven area and indent that outlined where the tab was previously attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.